Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with two prostyle devices using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, both prostyles jammed up during the case. The sutures of two new prostyle devices were successfully pre-placed. The tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: medical device problem code 2983 removed.

Event description:
Subsequent to the previously filed report, additional information was received that this was an arteriotomy closure of the calcified, right common femoral artery with two prostyle devices using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure with a greater than 8f sheath. The previously reported issue of ¿jammed up¿ was clarified to be cuff misses with the two prostyle devices. Another prostyle from a different lot number was used to achieve hemostasis. No additional information was provided.